Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to loose protruded drive support disk also, unable to confirm compromised force sensor system alarm due to motor error alarm. The insulin pump passed displacement test, self-test and unexpected restart error test. All operating currents tested within the specification range and passed off no power test. The insulin pump was monitored and tested with no off no power anomaly and unexpected resetting noted. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked case near the display window corners, cracked on display window, minor scratches on display window notes and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a compromised forced sensor alarm during priming. Customer reported of having no idea if insulin pump was dropped or bumped. Customer states drive support cap was sticking out. Customer's blood glucose was 255 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.